Event description:
At follow-up, it was noted that the rv lead measurements were inappropriate suspecting lead dislodgement. The physician decided to explant the lead.

Manufacturer narrative:
No medwatch form was received.